Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00159 on 10/29/2015 for non-reactive advia centaur cp hiv ag/ab combo (chiv) results when performing an (B)(6) method correlation study. On 11/24/2015 additional information: the cause for the (B)(6) advia centaur cp hiv ag/ab combo (chiv) results on four patient samples when performing an (B)(6) test method correlation study is unknown. There were no issues observed with precision, repeatability, or performance with seracare panels (seroconversion). The patient samples used for the correlation study had been stored for more than eight months. The patient samples are not available for further investigation by siemens. No conclusion can be drawn. The instruction for use (IFU) under the specimen collection and handling section states the following: "freeze specimens, devoid of red blood cells, at or below -20°c for longer storage. Specimens may be stored at or below -20°c for up to 8 months. Do not store in a frost-free freezer. When 10 specimens were subject to 5 freeze/thaw cycles, no clinically significant differences were observed. Thoroughly mix thawed specimens and centrifuge." The instruction for use (IFU) under the limitation section states the following: "currently available assays for the detection of p24 antigen and/or antibodies to hiv-1 and/or hiv-2 may not detect all infected individuals. A negative test result does not exclude the possibility of exposure to or infection with hiv. Hiv antibodies and/or p24 antigen may be undetectable in some stages of the infection and in some clinical conditions." The instrument is performing within specifications. No further investigation is required.

Manufacturer narrative:
The cause for the (B)(6) results on four patient samples when performing an (B)(4) test method correlation study is unknown. There were no issues observed with precision, repeatability, or performance with seracare panels (seroconversion). The patient samples used for the correlation study had been stored for more than eight months. Siemens is investigating. The instruction for use (IFU) under the specimen collection and handling section states the following: "freeze specimens, devoid of red blood cells, at or below -20°c for longer storage. Specimens may be stored at or below -20°c for up to 8 months. Do not store in a frost-free freezer. When 10 specimens were subject to 5 freeze/thaw cycles, no clinically significant differences were observed. Thoroughly mix thawed specimens and centrifuge." The instruction for use (IFU) under the limitation section states the following: "currently available assays for the detection of p24 antigen and/or antibodies to (B)(6) may not detect all infected individuals. A negative test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) may be undetectable in some stages of the infection and in some clinical conditions." The instrument is performing within specifications.

Event description:
(B)(6) results were obtained by the customer on patient samples when performing an (B)(4) test method correlation study. The patient samples were retested on both test methods and the results for two of the patients that were initially (B)(6), retested (B)(6). All of the patient samples were tested on other (B)(4) test methods and the results were (B)(6). There was no known report of patient treatment being altered or adverse health consequences due to the discordant advia centaur cp (B)(4) method correlation results.